Event description:
On 09/25: customer reports both rams have moved uncommanded. A (B)(6) female having a MRI brain perfusion with contrast procedure. A 40ml of contrast was loaded in a 60ml syringe on the a side, and 40ml saline loaded in a 60ml syringe on the b side. No drip mode was being utilized. Injection protocol was 2ml/sec for 40ml volume of both contrast and saline. Injector was enabled, but injection not started. After a short period of time, the technologist noted the saline side ram had injected. The staff reset the injection protocol, injector enabled, but not started. During the scanning, technologist noted contrast on the images. Technologist looked at the optistar injector and noted both rams had injected this time. Pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.